Event description:
It was reported that noise on the ventricular channel was observed after the device delivered a shock. The noise lasted a few seconds. The noise could not be reproduced in clinic. Review of session records and fluoro images suggest that the active lead may be coming into contact with a previously capped lead after the shock. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.